Manufacturer narrative:
It is unknown when plate broke; unknown date in 2018. Additional procode: hwc date of implantation is unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is same as date of implantation; unknown date in (B)(6) 2018. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision due to the broken implanted variable angle (va) locking compression plate (lcp) extra articular proximal ulna plate and non-healing fracture. The plate was implanted around (B)(6) 2018. The plate was removed, the area was bonegrafted and the bone was replated. Surgical outcome and patient outcome is unknown. Concomitant device: trauma screws (part: unknown, lot: unknown, quantity: unknown) this report is for a 2.7mm/3.5mm va-lcp x-articlr proximal ulna pl 6h/rt/131mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.